Event description:
It was reported that during the procedure in the heavily tortuous/calcified posterior descending artery for treatment of a 90% de novo lesion, pre-dilatation was performed. A 3.0x28 rx xience prime stent system was advanced with resistance due to the anatomy and the stent was deployed. A vessel dissection was noted. A 3.0x38 rx xience prime stent system was advanced with resistance due to the anatomy and the stent was deployed proximal to the previous stent to cover the dissection; however, the dissection became extended. A third xience prime stent was deployed to fully cover the dissection. Post dilatation was performed and patient outcome was reported as satisfactory. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Dissection is a known adverse event as listed in the xience prime everolimus eluting coronary stent system instructions for use. It should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency. The other xience prime stent referenced is being filed under a separate medwatch MFR number.